Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, flat creases, observed a dark circle around the patch and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended opening on radius side assessed as smooth opening, a sharp opening with localized stresses induced on radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. An extended smooth opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and pain. Device has been explanted.